Event description:
It was reported that during preparation for the procedure, the console system did not start. The patient was on the table waiting when the device issue occurred. It was noted that the power socket, on off switch, key, and emergency button were all checked and found to be functioning properly. As a result, it was determined the console needed to be checked. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The investigation confirmed that the system failed to power up before the procedure, resulting in the procedure being cancelled with no patient complications. Service evaluation identified a broken ac board, and after the ac controller was replaced, the unit operated normally and met specifications. A risk review determined that this failure mode is already known and documented within the product risk management file, and related impacts such as procedure cancellation are considered secondary and not device related. The labeling review confirmed that the IFU provides appropriate instructions for troubleshooting power up issues and that no misuse or labeling concerns contributed to the event. Because the malfunction was traced to an expected or random component failure with no design or manufacturing issues identified, the investigation conclusion code assigned is cause traced to component failure. The following fields were corrected e3. Initial reporter, g2. Report source.

Event description:
It was reported that, prior to the procedure, the system did not start while the patient was already on the table awaiting treatment. The power socket, on/off switch, key switch, and emergency stop button were checked and confirmed to be functioning properly. As the issue could not be resolved through initial troubleshooting, the console required further evaluation. The procedure was cancelled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.